Event description:
According to the reporter, customer called and stated the capsule calibrated successfully, but they were unable to pair the capsule with the recorder. Customer placed the recorder on the patients chest and had the patient move to another location and still was not able to pair capsule. There was no injury to the patient and the patient had no implanted devices. A repeat procedure would be performed due to the malfunction and the device would be returned for evaluation.